Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in 2018, the patient underwent the surgery for the supracondylar fracture of the femur with the plate. On (B)(6) 2021, the removal surgery of the plate was performed. During the removal surgery, when the surgeon tried to remove the screw, it was confirmed that the screw head was stripped. The surgeon used an extraction screw to remove this screw and the extraction screw broke in the large screw head. The broken extraction screw fragment was left in the patient¿s body. Stripped screw heads were also observed in other plate holes, making it difficult to remove the plate. The surgeon judged that the plate and these screws could not be removed, and the surgery was completed with 120 minutes delay. This report involves one (1) ti lcp distal femur plate 5 holes/156mm/right-sterile. This is report 1 of 2 for (B)(4). This product complaint, (B)(4), is related to (B)(4).